Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that the patient experienced hypoglycemia on (B)(6) 2026. The blood glucose level was 55mg/dl, and the patient was treated by drinking juice. No further information is available.